Event description:
The physician used a 34mm amplatzer septal occluder to close the patient's asd defect. One hour after the procedure, the device embolized into the right ventricle. The patient returned to the cath lab, where the device was retrieved percutaneously and a 38mm amplatzer septal occluder was successfully deployed.